Event description:
The procedure was coil embolisation for unknown vessel. No information regarding the vessel/aneurysm was provided. It was noted that when attempting to purge a orbit galaxy helical xtrasoft coil 2 x 4 ((B)(4)) using an unspecified syringe, an air bubble was being produced in the hub. Therefore, the galaxy was replaced for a new one (details unknown) which was safely placed in the target aneurysm using the same syringe. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coils by visual inspection. No leak or saline splayed out observed during the event. Unknown if the lav was utilized with the product. There were no damages noted on the complaint product after the event. The complaint product is unavailable for evaluation. No further information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500351 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of an aneurysm at unknown location when attempting to purge the 2x4 orbit galaxy helical xtrasoft coil (640hx0204/13500351) using an unspecified syringe, an air bubble was being produced in the hub. Therefore, the galaxy was replaced for a new one (details unknown), as is outlined in the instructions for use. This new galaxy was safely placed in the target aneurysm using the same syringe. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the syringe or the coil by visual inspection. No leak or saline splayed out observed during the event. It is unknown if the luer activated valve (lav) supplied with the galaxy coil system was utilized with the device. There were no damages noted on the complaint device after the event. The device is unavailable for evaluation. No further information is available. A review of the manufacturing documentation associated with lot 13500351 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding the reported event.